Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited the distal end had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Despite good faith efforts attempts were made, no additional information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU: detection method is described in tjf-q190v operation manual chapter 3 preparation and inspection. Preventive measures are described in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.